Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: investigators were unable to duplicate the complaint during investigation. The pump return with damge battery. Test battery was able to load and unload from battery compartment. The battery cap threads are intact. No damage is visible on battery cap. Visual inspection of pump found no stripped battery compartment threads and no compartments crack found. There was no defect found.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a other (unusual product issue) issue. The patient stated that they examined battery cap and battery compartment threads and could not see any visible damage. With battery cap off, the patient tapped pump but still no success in removing battery. Customer support (cs) advised not to use pump due to low battery and can not remove battery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.